Event description:
Size 40 atriclip pro2 opened for left vats/atrial appendage clipping. Device was from atricure rep stock. Device jammed but before using on patient. Atricure reps in the room and device was sequestered and saved by device reps so they can run a diagnostic report on it.